Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to a patient death. Concomitant product: boston scientific lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the practitioner received information from the media that the patient was deceased. The patient died approximately 10 months post implant of the implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead. Cause of death was unknown. The patient was enrolled in the panorama ii clinical study. No additional information is available.